Event description:
The customer reported that the 840 had a blank screen. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer was advised to replace the graphical user interface (gui) pcb.